Event description:
Kindly investigate this at home rejuvenation skin product, dermabond at (B)(6), that concurrently utilizes thermal, oxygenation and radio frequency therapy in facial dermatology, allergies, I have fears of long term degeneration of layers of tissue that would result in debilitation and disabling conditions, inclusion of damage that might be irreversible. Kindly advise.